Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot#: v616867, implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: lead. Devices returned, but no analysis was performed due to the event being a known inherent risk. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The rep reported that the patient had and infection and the system was explanted. No device malfunctions were reported. There were no further complication reported or anticipated. Patient status is unknown at the time of this report.

Event description:
Additional information was received from the healthcare provider. The cause of the infection was not determined. No further complications are anticipated.